Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed the vision side cart (vsc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during an internal service activity, the customer contacted the technical support engineer (tse) to report that non-recoverable errors were occurring. System logs confirm errors indicating that the master supervisory controller (msc) is running golden image. There was no patient involvement.